Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (B)(4)) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
The mynxgrip vascular closure device failed to deploy properly. The device was being used for vascular closure following a diagnostic heart catheterization procedure. Manual pressure was applied for 5-7 minutes. There were no issues with the patient. No further information is available at this time.

Event description:
The following additional information was reported: it was clarified that the mynx device deployed properly as per training and instructions for use (IFU); however the closure failed. The user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. The stopcock was opened on the sheath prior to shuttle down. Excessive force was not applied when shuttling down. The patient's hospitalization was not prolonged as a result of the event. Additional information was requested but was unknown.